Manufacturer narrative:
Sensor 3mh00ax4w4w has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Accuracy testing was performed and all results were within specification. Sensor was reprogrammed and simvivo test performed. All results were within specification. Additional visual inspection has been completed, and no issues were observed. Pqe investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing low alarms with the freestyle librelink application. Pqe attempted to replicate the issue using similar device configuration (iphone 12, ios 16.1, 2.5.3.3088) and was not able to reproduce the complaint. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue with the adc device was reported, in use with an apple iphone 12 (operating system 16.1.1). The low and high glucose alarm did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced seizure and loss of consciousness. The customer had contact with a healthcare professional who infused glucose and 500ml of jonosteril intravenously for treatment. There was no report of death or permanent injury associated with this event.